Event description:
Additional information was received from the manufacturer representative (rep). The cause of the issue was not determined, and the patient had the battery replaced. The device was discarded by the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a long charging time for the implantable neurostimulator, specifically taking about 3 hours to charge. The patient is scheduled for a battery replacement to intellis pro. The patient indicated that this issue has been occurring for a couple of months. The recharging diary noted charging times of 2.8 hours on july 1st and 2.7 hours on june 25th, both with excellent coupling. The patient kept the controller in sleep mode while charging and did not interact with it during this time. It was suggested that the implantable neurostimulator be sent back for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.